Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they were charging too frequently. They had been charging their implantable neurostimulator (ins) to 100% full. The patient stopped feeling stimulation when standing after a hospital stay due to an "altered mental state". Due to the loss of stimulation they had to increase their stimulation parameters about 2 weeks prior to the report. The patient had 2 surgical procedures: an epidural and a colonoscopy. The epidural was performed in (B)(6) 2015 and the colonoscopy was in (B)(6) 2015. After the epidural they had bigeminy and after the colonoscopy they had low blood pressure of 50/30. They gave the patient fluids and their blood pressure went back up. The patient was seeing a cardiologist and had done an EKG which did not show anything so they were also going to have a stress test. The patient had experienced 4 falls since (B)(6) 2014 and got a black eye which lasted 2 to 3 months and was still somewhat present at the time of the report so they went to urgent care. At that time they got a tetanus shot. The patient had also thrown their back out when helping their husband in (B)(6) 2015. The patient was indicated for spinal pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.